Event description:
The rptr's wife mentioned that her husband's surestep meter prompts hi and er1. Rptr has received a new meter and indicated that they performed a control test on test strips they were using during original call and it was in range.